Event description:
The device has been explanted and replaced.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "accumulation of fluid in the breasts". Additionally, patient's representative reported "the recall was mentioned. It increased the patient's anguish."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, pain, patient is unable to lie face down.

Event description:
Patient reported hardened breast, taller and more "out" than the right, capsular contracture baker grade IV, pain, patient is unable to lie face down. The device remains implanted.